Event description:
The customer received a control result of 370mg/dl on his contour meter. The normal control range was 107-147mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.